Event description:
Patient was revised to address elevated ion levels. Cobalt levels were 56 ppb.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
Update rec'd 11/24/2015: litigation papers allege the patient began to experience adverse symptoms related to his left hip implant including, but not limited to, severe pain in and around his left hip; a vibration sensation over the left greater trochanter; "clicking" in his left hip; metallic debris with accompanying pseudotumor in his left hip; and elevated chromium and cobalt levels.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 3/18/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported patient had pain, ringing in ears, confusion, nausea, black spots in vision, squeaking, popping and grinding. Lab results reported ions greater than (B)(4) parts per billion. MRI results reported metallosis and pseudotumor confirmed in revision surgery report that also noted brownish fluid, minimal osteolysis around femoral neck and mild amount of taper corrosion. Patient harms updated. The complaint was updated on: apr 6, 2016.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.